Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24328. It was reported the pt complained she did not receive effective stimulation therapy from her scs system since she was implanted. Multiple reprogramming attempts did not resolve the issue. The pt's scs ipg was explanted, however, the scs lead was left implanted. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.